Event description:
It was reported that the ilet pump¿s display screen cracked while the user likely sat on the device stored in a back pocket, resulting in partial screen obstruction and difficulty using the device; the belt clip was missing. Symptoms included no injury. Outcomes included interruption to normal device use and the need for device replacement, with data backup completed to the mobile app and instructions provided to shut down the device and continue glucose monitoring using the cgm application or receiver. Investigation included complaint handling and user guidance for device shutdown and return. Investigation of this case revealed physical damage to the display consistent with external mechanical stress. It was concluded that the event was due to device damage from external forces, not a device malfunction.